Event description:
I have been using my final invisalign retainers for several years (as instructed by my invisalign-certified dentist). I started to develop a bad rash around my mouth in (B)(6) 2012. I thought at the time, I just had very chapped lips. When the rash didn't go away after several months, I went to see my dermatologist. I had allergy tests done eventually and I had reactions to gold, nickel, and black rubber. The dermatologist gave me steroid cream for the rash which I couldn't use very long because it had bad side effects. She said I had contact dermatitis and advised me to eliminate anything I was using in and around my mouth to see what was causing it. I changed or eliminated makeup, toothpaste, chapstick, tablets that I cleaned my retainers with, all to no avail. When I went without my invisalign retainers for a week, my rash completely healed. So just to be sure I put the bottom retainer back in and sure enough woke up with the rash again this morning. I called invisalign to lodge a formal complaint and they were no help whatsoever. I understand that they have the ability to make retainers in hypoallergenic material, but they would not let me purchase them unless I went through one of their certified providers. I am filing this complaint because I was never told that there was any possibility of an allergic reaction to these. Also when I called invisalign, they told me that I should have only worn these final retainers for three months and then I should have replaced them. I was never informed of that by my "certified" invisalign dentist or by any of their materials. In fact, the exact words of my dentist were, "wear the final set for the rest of your life." Frequency: wore at least seven hours per night. How was it taken or used: retainers worn in mouth, separate ones for upper and lower teeth. Why was the person using the product: to straighten teeth and fix bite. Date the person first started taking or using the product: approx 2006 - still using. There are numbers printed on my retainers, but they are too small to make out. Had a longstanding rash around my mouth (eight months), very chapped lips, hives, breathing problems. There are numbers printed on my retainers, but they are too small to make out.